Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, the t2 implant came out inside the joint as soon as the t1 implant was deployed. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. The patient current status is fine.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found a fast fix 360 with the implants and suture off of the needle of the device and the device label in the background confirmed with reported product information. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an unintended second actuation of the deployment knob or excessive retraction of the device, causing t2 to pull from the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.